Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a bifurcation in the left anterior descending artery (lad) and diagonal. The nc trek balloon catheter was prepped outside of the body with the inflation device. Using a right radial access site, the nc trek balloon catheter crossed the mildly tortuous and mildly calcified lesion in the mid lad and was adequately inflated to 14 atmospheres. The patient became very unstable, with low blood pressure, nausea and vomiting and was administered medication. Numerous attempts were made to deflate the balloon, but it would not deflate. The contrast used was omnipaque 350 with a ratio of 50/50 saline and contrast. Adequate time, approximately 1-2 minutes, was used upon deflation. The patient became increasingly unstable so the physician had to pull the inflated balloon out of the patient's anatomy. On inspection, once it was out of the patient, the balloon looked like it had partially deflated but it still had a significant amount of contrast in the balloon. Although there was a delay in the procedure, it was not clinically significant as the hypotension was transient and resolved with no lasting effects on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The deflation issue was not confirmed. The reported patient effect of hypotension is listed in the nc trek rx coronary dilatation catheter instructions for use as a known patient effect of coronary procedures. The investigation was unable to determine a conclusive cause for the deflation issues; however the patient effects and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.